Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2016 during a follow up the physician found episodes of rv oversensing after ventricular pacing event during pacing test. The patient was asymptomatic, however, the patient did not receive therapy during the oversensing. The physician decided to programm the post-paced threshold start auto and the post-paced decay delay to auto. The issue has been resolved.